Event description:
It was reported that the pulse generator exhibited backup vvi operation when a firmware upgrade was attempted while the device was still in the box. The back up was not restored. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to firmware reset from telemetry interruption. The device was tested on the bench and revealed normal device characteristics. The cause of the bvvi was telemetry interruption, which is consistent with anomalies associated with device upgrade procedure and not device related.